Manufacturer narrative:
This report is for an unknown ria shaft/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on december 10, 2020, there was a connection issue between the shaft and the reamer head during the use of the reamer / irrigator / aspirator (ria) 2. Attachment of the reamer head easily unclipped when passing hard bone (site of pseudarthrosis) and broke with fragment lost in the femur. The broken fragment was left in the patient. The procedure was delayed for unspecified amount but it could still be completed. No further information provided. Concomitant device reported: unknown reamer head (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown ria shaft this is report 2 of 2 for complaint (B)(4).

Event description:
Updated event description: concomitant devices reported: unknown locking screws (part# 03.404.000s, lot# 03.404.000s, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot manufacturing location: packaged, sterilized and released by: monument, release to warehouse date: 29-may-2020, expiration date: 01-may-2021, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 55p2151 (sterile). This lot was processed under jbl-nr-0003925 pertaining to rework of tamper evident labels. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming per jbl-nr-0003925 and approved rework instructions. Scn 17872 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m010, ria ii manifold assembly, lot number: 54p3206. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073694 rev c met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 17-apr-2020 was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m010, lot number: 54p2165. The DHR for this lot could not be located for review. Part number: 03.404.m001, reaming rod/drive shaft packaged, lot number: 55p2098. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m012, ria ream rod/dr shaft seal, lot number: 54p2184. Jbl-nr-0003410 was generated at incoming inspection for missing / incorrect orientation of bi-valve. The lot was 100% inspected for this attribute and 29 pieces were found to be non-conforming. The remainder of the lot was released from hold. Inspection instruction met all inspection acceptance criteria apart from the 29 pieces noted. Inspection sheet, incoming final inspection, ns073695 rev a met all inspection acceptance criteria apart from the 29 pieces noted. Certificate of conformance supplied by roechling medical dated 17-apr-2020 was reviewed and determined to be conforming. Note: raw materials certifications from roechling sub-contractors were included in the DHR. Part number: 03.404m002, graft/irr/suction assembly lot number: 55p2125. Production order traveler met all inspection acceptance criteria. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Part number: 03.404m033, ria ii graft filter lot number: 53p3990. Inspection instruction met all inspection acceptance criteria. Jbl-nr-0003530 was initiated at incoming inspection for visual nicks /cracks on the rim of seven parts. Sqe inspected the seven suspect parts and determined that they were acceptable. The lot was released from hold. Inspection sheet, incoming final inspection, ns073696 rev c met all inspection acceptance criteria apart from the seven pieces noted. Certificate of conformance supplied by rochling dated 09-apr-2020 was reviewed and determined to be conforming. Part number: 03.404m014, irrigation tubing set lot number: 46p6980. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073691 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 13-jan-2020 was reviewed and determined to be conforming. Part number: 03.404m015, suction tubing set lot number: 54p7854 . Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073692 rev a met all inspection acceptance criteria. Certificate of compliance supplied by harmac medical products dated 27-jan-2020 was reviewed and determined to be conforming. Device history review this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves ten (10) devices. Concomitant devices reported: reamer head f/ria 2 ø14.5 (part# 03.404.025s, lot# 38p7779 , quantity# 1); reamer head f/ria 2 ø17 (part# 03.404.030s, lot# 57p0546, quantity# 1); reamer head f/ria 2 ø15 (part# 03.404.026s, lot# 28p3145, quantity# 1); depth gauge f/nails (part# 351.717, lot# h497060, quantity# 1); drive shaft f/ria 2 l520 (part# 03.404.035, lot# h887254, quantity# 2); elongation tube f/reamrods f/depth gauge (part# 351.719, lot# h857290, quantity# 1); synream reaming rod ø2.5 short l950 (part# 352.032s, lot# 7l09436, quantity# 1); ntoc case for ria 2 instrument set 2/2 (part# 68.033.113, lot# unknown, quantity# 1); reamer head f/ria 2 ø17.5 (part# 03.404.031s, lot# 56p5873, quantity# 1); reamer head f/ria 2 ø10.5 (part# 03.404.017s, lot# 45p4761, quantity# 1); reamer head f/ria 2 ø13.5 (part# 03.404.023s, lot# 38p7776, quantity# 1); reamer head f/ria 2 ø12.5 (part# 03.404.021s, lot# 26p6736, quantity# 1); reamer head f/ria 2 ø11.5 (part# 03.404.019s, lot# 26p6731, quantity# 1); reamer head f/ria 2 ø16 (part# 03.404.028s, lot# 38p4643, quantity# 1); reamer head f/ria 2 ø15.5 (part# 03.404.027s, lot# 26p3634, quantity# 1); reamer head f/ria 2 ø16.5 (part# 03.404.029s, lot# 38p0173, quantity# 1).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procode: hrx. H3, h6: visual inspection: the ria 2 bone harvesting kit 520mm sterile was received at us customer quality (cq). The kit was returned in it's original packaging. The seal of the packaging is still intact. No visual defects were observed with the kit. Hence, the allegation on kit cannot be confirmed. Additionally, the reported embedded condition cannot be confirmed. Document/ specification review: based on the date of manufacture for kit, both current and latest drawings were reviewed: bone harvesting kit 520mm sterile dimensional inspection: the dimensional inspection as it's not pertaining to complaint condition. Conclusion: the complaint condition was not confirmed for the ria 2 bone harvesting kit 520mm sterile. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.